Manufacturer narrative:
(B)(4). Initial MDR 9610877-2015-00022 includes information received for patient 1. Initial MDR 9610877-2015-00023 includes information received for patient 2.

Event description:
Pentax medical became aware of a report stating "2 cases of pseudomonas aeruginosa contamination detected after bronchoscopy." The 2 patients tested positive for pyocyanin, a toxin produced by pseudomonas species. Both patients had pulmonary suction performed with model fb-15rbs/serial (B)(4).